Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the device was fired and crunch was heard, but the staples did not form correctly and the device did not seem to cut through the tissue causing it to get stuck in the patient. The device was pulled out with force and the patient had to have a hand sewn anastomosis, which added time to the case. The procedure was prolonged twenty-five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested.

Event description:
.

Manufacturer narrative:
(B)(4).